Event description:
It was reported that the patient experienced a hematoma at the ipg and lead sites. As a result, surgical intervention was undertaken wherein the system was explanted. The patient was prescribed antibiotics. It is unknown which lead was at fault.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000185719. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.